Event description:
In reporting a revision of the patient's right hip on (B)(6) 2021, rep was notified the patient's hip was revised on (B)(6) 2011 due to instability. A 36 +2.5 ceramic head was revised to a 36 +10 metal head. The liner was retained. Rep provided primary and revision usage and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Correct manufacturing site for devices. Reported event: an event regarding instability involving a ceramic head head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: root cause: while the root cause cannot be confirmed without additional medical records, the alleged first revision was likely an early post-operative dislocation that resulted in revision to a longer head-neck. The seconded alleged revision for instability was likely due to the cups position and possible loosening of the acetabulum. The combination of the lfit-tmzf trunnion-stem may need to be investigated as well. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of the patient's right hip on (B)(6) 2021, rep was notified the patient's hip was revised on (B)(6) 2011 due to instability. A 36 +2.5 ceramic head was revised to a 36 +10 metal head. The liner was retained. Rep provided primary and revision usage and confirmed that no further information will be released by the hospital or surgeon.